Event description:
Patient was having a fiberoptic bronchoscopy, right video-assisted thoracoscopy with multiple pleural biopsies, and biopsies of right lower and middle lobes. The staples fired from the ethicon endoscopic linear cutter, but the knife did not cut the tissue.